Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , there was a bluetooth connection issue between the transmitter and the g5 mobile application. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be determined . A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.